Manufacturer narrative:
(B)(4).

Event description:
The pt was in a car accident. The lap belt was across his left deep brain stimulator, which was implanted abdominally. He was seen in the hcp office 2 weeks later. When stimulation was on he felt shocking in his left neck radiating outward towards the shoulder. The pt also experienced a loss of therapeutic effect. The pt did not get any significant effect from the left deep brain stimulator, although the pt was not always able to provide feedback on symptom relief. When the hcp turned of the device she saw no significant decrease in function. Impedances were greater than 2000 ohms (high out of range) on all unipolar pairs. The pt was not interested in surgical revision. The device was left off to minimize potential for shocking sensation in his shoulder. Add'l info has been requested. A f/u report will be submitted if add'l info become available.